Event description:
It was reported that the customer could not differentiate the difference between a threshold suspend alarm and other alerts from the insulin pump. The customer experienced another instance of low blood glucose. The customer stated that the paramedics came but refused treatment from them because she already had glucagon. The customer's blood glucose at the time of the event was 38 mg/dl. The customer stated that the paramedics gave her an IV and dextrose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.